Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2021, a customer initially reported receiving a "scan again in 10 minutes" message from the adc freestyle libre sensor and ordered a replacement product. It was further reported that due to a delivery issue with the replacement product, he was unable to monitor glucose. On (B)(6) 2021, the customer experienced symptoms of shaking, sweating, and self-treated with orange juice, soda, and glucose tablets. Additionally, customer presented to the hospital where his glucose was reportedly "high over his range" and was administered unspecified IV fluids (customer could not recall treatment details). No further information was provided. There was no report of death or permanent injury associated with this event.